Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was offline and exhibited a black screen. A field service engineer (fse) identified medication spill at the drawer 5, removed the trays and cubies and confirmed that the fault affected the drawer controller and interface board. Fse reseated the row board connections, replaced the trays and cubies, cleaned the drawer and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline and screen went black. The customer stated that there was no delay to the patient care. There were no adverse events or injuries reported based on this event.